Event description:
Customer reportedly obtained results of approximately 400 mg/dl, approximately 400 mg/dl, and 200-300 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system; however, strips are unavailable for return. Replacement was sent.